Event description:
Caller provided patient serial number. Hooked up patient in carelink and provided interpretation of rv threshold trend. Spike in rv threshold started 02aug2022. Rv hv lead is 6931, while the p/s portion of the rv lead is a sjm 1388t from 1999. Recommended caner contact sjm lo see if there are any recommendations regarding the sjm lead. Also recommended bring the patient into the clinic. Recommended viewing rvt-rvr and rvt-rvc egms simultaneously, while performing provocative movements, isometrics, and pocket manipulation. If non-physiologic noise is seen on both channels, this indicates that there is an issue with rvt electrode. If noise is seen only on ttr this indicates there is an issue with rvr electrode. If noise is only seen on ttc egm this indicates an issue with rvc electrode. Consider verifying lia and rv lead noise alerts are on. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).